Event description:
This report is based on information provided by remote service engineer rse, philips technical product support specialist, service engineer, software engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a call, the patient arrested into an vf (ventricular fibrillation) arrest while being monitored on the 12-lead with the tempus pro. When the paramedic turned the defibrillator on and connected the 12-lead, "ECG (electrocardiogram) has been disabled" warning message came up and the touch screen froze. There was no reported impact to the patient as the patient was in stable condition at the time of transfer to the facility.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a call, the patient arrested into an vf (ventricular fibrillation) arrest whilst being monitored on the 12 lead. When the paramedic turned the defibrillator on and connected the 12 lead, "ECG has been disabled" warning message came up and the touch screen froze. The paramedic was unable to return to main monitoring.